Event description:
A literature case study reported a patient underwent an initial total knee arthroplasty using an orthopedic salvage system due to severe joint destruction due to synovial osteochondromatosis. Subsequently, two weeks post-operative, the patient developed a fever, swelling, and elevated crp (c-reactive protein) levels. At 28 days post-operative, the patient underwent irrigation and debridement for a periprosthetic joint infection and then again at 44 days post-operative due to recurrent symptoms. It resolved and no implants were reported as revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. G2: literature: shigekiyo, shota, hamada, daisuke, omichi, yasuyuki, toki, shunichi, tamaki, yasuaki, wada, keizo, nishisho, toshihiko, sairyo, koichi, severe varus deformity of the knee due to synovial osteochondromatosis treated with megaprosthesis, case reports in orthopedics, 2026, 2980896, 9 pages, 2026. Https://doi.org/10.1155/cro/2980896. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.